Event description:
It was stated reported that during start-up the device was showing error 46011. Protocol, time and date were not holding and completed overnight charge. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device was showing error 46011¿ was confirmed through visual inspection. The rtc battery had completely gone flat. Pump was charged for 3 days and still upon power-on had defaulted back to 2005. The main board was replaced. The probable cause is physical damage and defective rtc battery. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.